Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was returned for analysis. Returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded with blood in the balloon, inflation lumen and the wire lumen. The tip, balloon, markerbands, shaft and hypotube were microscopically inspected. Inspection revealed numerous kinks in the hypotube, and a pinhole in the balloon material that was located at the distal edge of the markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 28mar2017. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending (lad) artery. A 2.00 mm x 15 mm maverick²¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a balloon pinhole.